Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for remote follow up via merlin.net. A review of the transmission revealed that inappropriate shock was delivered by the implant able cardioverter defibrillator due to over-sensing. Further information was requested but not received.

Event description:
New information received notes that the patient was stable.

Manufacturer narrative:
Additional information: b5 and h6.